Event description:
The customer reported to olympus, the video processor had no image. The 3rd party video cable only worked when it was plugged into the component ports on both the lcd monitor and the video processor. It is unknown when the issue was found. The customer was able to find a digital visual interface cable in stock that was suitable for the length needed to provide good video quality. No new purchases are needed. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   The customer informed that the issue was resolved by using a digital visual interface cable. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image is not displayed with serial digital interface connection because an appropriate serial digital interface video cable was not connected. Olympus will continue to monitor field performance for this device.